Manufacturer narrative:
The device was received and visual inspection confirmed the reported event. The root cause of the reported event was due to an operator error.

Manufacturer narrative:
No product has been returned for evaluation, therefore; no root cause can be confirmed at this time.

Event description:
Information was received that the patient was experiencing a loss of distraction.